Event description:
It was reported that the renasys go had a bad smell, was discolored and couldn't generate and control negative pressure, and doesn't generate alarms under expected conditions. No case involved.

Manufacturer narrative:
The device intended to be used in treatment been returned for evaluation. Visual inspection confirmed the housing was damaged, bad odor, and a discoloration of the casing material. Functional evaluation confirmed the device failed to generate negative pressure or generate and alarm under expected conditions, establishing a relationship between the reported event; however the material discoloration is unknown. Root cause was identified as circuit board failure. The probable cause for the material discoloration identified as the cleaning products. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.